Manufacturer narrative:
Reporter is a j&j employee. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent an open reduction internal fixation procedure with the multiloc and end cap for a fracture of the proximal humerus. When the surgeon tried to insert the end cap in question, it could not be fully inserted despite several attempts. The surgeon attempted to insert and tighten the end cap manually and completed the surgery with the end cap placed at an angle into the nail. The surgery was completed successfully. There was a 30 minute delay. No further information is available. This report is for one (1) ti multiloc end cap multiloc nl/0 ext-s. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history: product code:04.019.000s; lot number: 395p482; manufacturing site: mezzovico ; release to warehouse date: 11 oct 2021; expiration date: 01 oct 2031. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.